Event description:
It was reported that the pump touch screen was unresponsive. The issue was not resolved by pressing the wake button or after resetting the pump. Customer¿s blood glucose level was 155 mg/dl. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.